Event description:
It was reported that while preparing for a ureteral stenting treatment procedure compromised seals on the packaging were noticed. A percuflex plus ureteral stent has been selected for use. Prior to opening the device, it was noticed that the package was found to be already opened, compromising product sterility. The procedure was compelted witha nother of the same device. There were no patient complications reported with the patient's current condition listed as "fine."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.